Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of safety shield activation failure was confirmed upon inspection of the sample. Analysis of the sample showed the needle exposed without the tip shield intact. The retention washer was not returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The retention washer was not returned, which led to the safety shield not activating. However, the defect described in the event could not be replicated during investigation. As a result, the root cause remains undetermined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 24 ga x 3/4 in single port - safety shield activation failure. It was reported that when the nexiva was punctured into the patient and the inner tube was withdrawn, the safety mechanism did not work and the gray component fell out, exposing the needle.